Event description:
During this patient's percutaneous coronary intervention procedure, there was a complication. It was complicated by a fracture of the floppy tip of the intracoronary guidewire, which embolized distally into the very distal tip of the second obtuse marginal where the vessel tapered to be a very small caliber vessel. It was decided to manage the situation conservatively and leave the fragmented floppy wire tip in place. The patent was monitored the next 48 hours in the hospital and without complication.